Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 1025 mg/dl. The patient was lethargic and had acute kidney injury. For treatment, the patient was put on a insulin infusion and prescribed lisinopril at 10mg to take 1 tablet by mouth daily for 30 days. The cannula was dislodged while wearing the pod between 36 and 48 hours on the abdomen. The patient was still at the hospital.